Manufacturer narrative:
The investigation is ongoing. If additional reportable information becomes available,it will be submitted in a supplemental report.

Event description:
Customer reported that during an rfa procedure using the closurefast catheter to treat a soft tissue lesion in the patients right proximal great saphenous vein (gsv), the catheter was put very close to the access sheath. The catheter lumen was flushed prior to use. It was observed that sheath melting/possibly burning the patient in real time. On removal, the closurefast catheter was observed to be slightly bent and burnt residue was observed on the catheter, but the coil was not exposed. A significant portion of the non-medtronic sheath was visualized in the right gsv post procedure. A small portion of the non-medtronic sheath was also visualized protruding through the patient's skin at the access site post procedure.